Event description:
On 03/24/2025, it was reported by a sales representative via (B)(4) that an ar-1747-b trimano fortis reusable leg holder snapped in half during the procedure. Another device was used, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.